Manufacturer narrative:
(B)(4) -controller. (B)(4) -battery. (B)(4) -battery. (B)(4) _battery. (B)(4) -battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of a critical battery alarm, power disconnect alarm, and premature power switching events. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to early depletion of a cell pair, which caused the cell pair voltage to drop below the minimum voltage of 2.8 v. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. This is report one of two reports (3007042319-2016-00991, 00992) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called to report that her controller is alarming "power disconnect" in the presence of both powers connected securely to connections. It has been doing it on and off all morning, with no pump stops or other alarms. She reports that she feels comfortable staying on current controller and coming to be evaluated in clinic. Currently, her controller has both power source lights lit up - as if the power is coming from both sources." The controller and all six batteries were replaced. There was no impact to the patient.